Manufacturer narrative:
Age at time of event: late 60's. (B)(4).

Event description:
It was reported that foreign material, believed likely to be human tissue, was noted. An intellamap orion¿ catheter was removed from the patient, when the physician noticed some "foreign material", likely human tissue on the splines. The procedure had been completed successfully with the catheter. No patient complications nor patient harm was reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the distal end tip inside of formalin retrieval container. The returned device matches with upn and lot provided by the customer. The catheter has its distal tip cut off and placed in a retrieval container. Visible evidence of a foreign substance is present. Due to sample condition, further material analysis could not be done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign material, believed likely to be human tissue, was noted. An intellamap orion¿ catheter was removed from the patient, when the physician noticed some "foreign material," likely human tissue on the splines. The procedure had been completed successfully with the catheter. No patient complications nor patient harm was reported.